Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info stating customer's pump unexpectedly reset. Customer pump battery level was 85% prior to pump's reset.